Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging devices were returned to manufacturer for evaluation, therefore unable to determine definitive cause of event.

Event description:
It was reported that on (B)(6) 2014: the patient with spinal stenosis and degenerative scoliosis underwent posterior fusion at t10 to ilium and interbody fusion at l1 to sacrum. On (B)(6) 2015: fixation was extended to t4 with the use of the medical device (spinal screws, etc.). And then, the screw implanted at t10 was removed and the rods were connected with the use of the spinal connectors. On (B)(6) 2016: the patient heard an abnormal sound and experienced back pain when twisted the body. (B)(6) 2016: the following events were observed: non-union at t9 and t10; loosening of the spinal screws implanted at the both sides of t4 and t5, and the right side of t9; loosening of the spinal connectors. For these adverse events, revision was performed for replacement of loosened screws, loosened connector, and rod.